Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. Initial MDR is not applicable. Claim: (B)(4).

Manufacturer narrative:
Over/under correction & secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H3: device evaluation is not required. H6: health effect - clinical code (e): 4581 - over/under correction h6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and over/under correction. The lens was exchanged for a shorter length lens of a different power and the problem was resolved.